Manufacturer narrative:
(B)(4). H11 additional narrative: correction to update (B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. According to the reporter, on (B)(6) 2026, the patient experienced a hyperglycemic event and would have experienced ¿signs¿ of diabetic ketoacidosis. The patient was hospitalized and at an unknown moment the cgm reading was 40 mg/dl, and the blood glucose reading was 500 mg/dl. No information regarding treatment was available. It was stated that at the hospital it was discovered that the tube from the insulin pump had disconnected, which caused the insulin to leak out, not entering the patient´s body. The patient was discharged the day after the event, but it was unknown how much time exactly they had been in the hospital by then. There was no documentation of further medical evaluation or intervention. At the time of the report the patient¿s current condition was unknown. No other details were documented. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.